Manufacturer narrative:
The suspect computer was returned and during video card testing the computer locked up. Replacing the computer in the system on site resolve the issue. Root cause video card malfunction.

Event description:
A medtronic representative reported, the computer running slow and occasionally becoming unresponsive. The site attempted to free up some memory space by removing pt exams with no improvement. The site requested a replacement computer. This event was reported outside the surgical use with no pt involvement.